Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (initial setup problem) has been confirmed. Upon evaluation, the rear response button's metallic dome was not making contact with the response button switch. The cause for the inability to activate the device is the misaligned metallic dome. The root cause for the misaligned rear response button metallic dome cannot be positively identified. No adverse event resulted from the defective response button. The patient received a replacement monitor.

Event description:
A patient service representative (psr) contacted zoll customer support to report that she was unable to enter programming mode on the device. The psr was issued a replacement monitor.